Event description:
The needle was slow to retract and caused a needle stick injury to the clinician's left thumb.

Manufacturer narrative:
The sample has been received and is currently being decontaminated. A supplemental report will be submitted upon completion of the investigation.